Event description:
Reporter stated that the device's 3rd internal contact is darkened. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.